Event description:
Information was received from healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient was having an MRI not due to a problem with the device or therapy. The patient stated they had ¿lots of pain and lots of trouble with the pump¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.